Event description:
It was reported that a vns patient passed away. It was reported that the patient likely died at home, although the cause of death has not been reported. It was reported that the last doctor's office note for the patient states that seizures had improved and stabilized.